Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, a recoverable fault on universal surgical manipulator (usm) 1 occurred. The surgical staff had already disabled usm 1, and the customer wanted to get the arm working again. The technical support engineer (tse) had the customer power cycle the system, perform an emergency power off (epo), and cycle the patient side cart (psc) circuit breaker; however, the 32101 fault returned at system power up. The customer reported that the fault returned every time they attempted to recover it. The surgical staff was getting another psc from their other xi system to continue because the surgeon needed all four usms for the case. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the outer distal set up joint (suj) assembly to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported issue. During testing the psc fixture test platform (pftp) machine locked up. Rebooted the application and ran test again. Still locking up during the testing stage. The cable harness and the axes controller tornado(tilt) (act) were replaced.